Manufacturer narrative:
The alignment frame was returned for evaluation. The thumb screw was not received. Visual inspection of the returned item determined that the thumb screw and o-ring were missing. As such, no analysis of the fractured component was possible. The device was manufactured in august of 2008. The device was used for treatment. The device had a potential field age of 6.5 years. The thumb screw is intended to be used as a secondary locking mechanism after the dovetail feature. The actual frequency of use is unknown. A definitive cause cannot be determined, however some possible root causes are: the o-ring was inadequately performing its intended function, or was missing altogether, resulting in overloading of the screw, general over torque of the screw, or the device has reached the end of its usable life due to normal and expected wear. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the connecting bolt of the alignment frame was broken during surgery. There was a five minute delay in surgery and surgery was completed with another device.